Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported that due to unspecified low scan reading, customer self-treated with too much glucose. The customer reported experiencing difficulty standing and dizziness, and had contact with a healthcare provider. The customer was treated with insulin infusion at hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is per the customer report of "in mid-march". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported that due to unspecified low scan reading, customer self-treated with too much glucose. The customer reported experiencing difficulty standing and dizziness, and had contact with a healthcare provider. The customer was treated with insulin infusion at hospital. There was no report of death or permanent injury associated with this event.